Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a critical pump error. The customer¿s blood glucose level was 20 mmol/l. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = clear. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2018. No critical pump error (open book image) alarm noted during boot up. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and dat at 0.0869. Successfully downloaded history files and traces using thus. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. However, pump error 63 on (B)(6) 2018 at 5:02:08 pm in the long trace file. Pump error 63 was not listed in the formatted history file due to no data available on the formatted history file after (B)(6) 2018 at 14:46:19.000. Unable to verify variable information of the pump error 63 on (B)(6) 2018 at 5:02:08 pm. During visual inspection of the keypad, found broken trace at pin 6 (sda) on keypad assembly. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/stained serial number label pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. Critical pump error (open book image) alarm not confirmed. Pump error 63 on (B)(6) 2018 at 5:02:08 pm in the long trace file was confirmed due to broken trace at pin 6 (sda) on keypad assembly.